Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample when tested on a modular e module, (B)(4). The initial tsh result was 2.9 mu/l. The sample was repeated on a beckman analyzer and recovered 2.0 mu/l. No adverse event has been alleged regarding the discrepancies.

Manufacturer narrative:
A specific root cause for this event was not identified.

Manufacturer narrative:
Clarification of response: it is unknown if the initial reporter sent a report to the FDA. This event occurred in the (B)(6). Another assay related to this event is reported in the medwatch report with (B)(6).

Manufacturer narrative:
New information was received regarding this event. The date received by manufacturer was (B)(4) 2011.